Manufacturer narrative:
The initial reporter did not provide additional details regarding the other patients or treatment settings. A device evaluation was performed by our service department. Root cause is unknown because the device performed to specification, and to its intended use. The service department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.

Event description:
Patients complained of shocking during electrotherapy treatment.